Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the customer reported that the system experiences intermittent issues with the footswitch before a procedure. There was no reported patient injury. The company representative examined the system and was able to replicate the reported event. The footswitch interface printed circuit board (pcb) was replaced in order to resolve the issue. The system was then tested and met all product specifications. The footswitch interface printed circuit board (pcb) was received and a visual assessment of the returned sample revealed that the array 5v diode at location cr7 was burnt. The system was manufactured on august 26, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a burnt array 5v diode at location cr7 on the footswitch interface pcb. (B)(4).

Event description:
The customer reported that there were intermittent footswitch and cable issues prior to surgical procedures. There was no patient involvement. Additional information has been requested.